Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d1. A getinge field service engineer (fse) evaluated the unit for the reported malfunction and found that the 5000h maintenance kit needed to be replaced and gave the customer a quote. The customer decided not to repair unit for the time being.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) had a "negative pressure is too low" message and could not be used. The hospital immediately stopped using it without causing any problems. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site telephone number: (B)(6).